Manufacturer narrative:
(B)(4). The device was manufactured january 31, 2013 - february 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined, though no signs were identified that indicated the device was defective prior to the patient disassembling and damaging it. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor was able to be disassembled by a patient. This occurred during infusion of an unknown drug at the patient¿s home. The reporter stated that ¿the patient disassembled the used infusor and bit off the bladder.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The used device was received for evaluation. Visual inspection revealed that the unit had been disassembled and the bladder was torn. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.